Event description:
It was reported that the motor device got hot during use and the attachment device was stuck. It was unknown which exact attachment out of four was stuck. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had foreign debris on it. The device passed all pretests. The assignable root cause was traced to component failure due to normal wear. Concomitant device: attachment device, therapy date: unknown. UDI: (B)(4).